Manufacturer narrative:
510k: 1 unknown nail femoral, tfna /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail advanced (tfna) nail, helical blade, and 2 unknown distal locking screws to treat an unknown subtrochanteric fracture on an unknown date. Postoperatively, on an unknown date, it was identified that the patient had presented with a non-union and it was identified that the tfna nail had broken at the proximal end where the helical blade passes through. As of today, a revision procedure to remove the complained devices has not been scheduled. Concomitant devices reported: helical blade (part #: unknown, lot #: unknown, qty. 1); 2 unknown distal locking screws (part #: unknown, lot #: unknown, qty. 2). This report is for 1 unknown nail femoral, tfna. This report is 1 of 1 for (B)(4).